Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had no more hearing perception. He reports no sound, then fleeting moments when he hears a beep like sound then again there is no sound. Reportedly, the user has greatly benefitted from the implant. However in the past he had short periods when he could not receive any sound for a few days. No trauma or accident has been reported. No sponginess or swelling was observed at the implant site. Re-implantation was done on (B)(6) 2017.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. In addition, the active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related to explantation surgery. The investigation findings appear to match the content of the recipient report. This is a final report.

Event description:
The explanted device was received at the manufacturers for investigation. The user reported no hearing perception with the device. Reportedly, the sound issue occurred for fleeting moments when he hears a beep sound, then again no sound. The recipient had greatly benefited from the implant; however in the past he had short periods when he could not receive any sound for a few days. There was no accident or trauma reported. No sponginess or swelling was observed at the implant site. Re-implantation was performed.